Event description:
It was reported that pump experienced malfunction code 16 after customer underwent nuclear stress test on 04/22/2026, and pump was included in field correction program with fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support confirmed malfunction was resettable, provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if malfunction returned, which caller acknowledged and understood.